Manufacturer narrative:
A ge service rep performed an on-site investigation. The rep could not duplicate the failure. The system nodes were erased, the hard drive was reformatted, the system software was reloaded and the system collimator and camera assembly were re-calibrated. The system was found to be operating as intended.

Event description:
The customer reports the 9800 system exposure button went off and continued to repeatedly expose. No pt injury was reported.